Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The patient returned with a post op leak. An ercp was performed. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but the rep responded that the surgeon was tight with his information. All he said was that he had a patient bile leak and the patient had to have an ercp...and that all was okay. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.